Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went into the clinic after hearing tones being emitted from the device. An interrogation of the s-ICD revealed that a battery depletion (bd) alert had been triggered. All other device parameters appear normal and the estimated remaining longevity is currently 65 percent. Boston scientific technical services (ts) was contacted for further assistance. A ts consultant discussed that a memory download should be performed and submitted to ensure that the device is not experiencing a battery depletion issue. The health care professional stated that she will contact the field representative to come to the hospital and obtain a memory download for review. A memory download was performed and sent to boston scientific technical services (ts) for evaluation. The ts consultant discussed that the battery is depleting faster than expected, even though the charge times appear to be normal. It was also discussed to have the patient come back into the clinic in mone month for another memory download to be submitted to further evaluate the depletion curve. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the patient was seen again and the battery had depleted further. A revision was performed and the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the s-ICD remains implanted and in service. No further actions have been taken at this time and the patient will be seen again in two weeks. Once any additional information becomes available, this report will be updated.